Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow up, this right atrial (ra) lead triggered a lead safety switch for high impedances out of range. The lead was tested in bipolar and impedances were within limits. The lead was reprogrammed to ra to bipolar permanently. Isometric testing revealed no changes in impedances. The patient underlying rhythm is complete heart block and is dependent in the ventricle. There was no syncope and no reports of any pauses greater than 3 seconds noted. No adverse patient effects were reported. This ra lead remains in service. Additional information was provided on 30jun2021, it was reported that during a routine check, this right atrial (ra) lead triggered a lead safety switch. The bipolar ra lead measurements was found within limits however the ra lead exhibited noise thereby inhibiting ra pacing. It was suspected that this ra lead had an insulation break. The device was reprogrammed. The clinician is not looking to intervene. The patient is not pacemaker dependent. There was no evidence of loss of capture on the right ventricular or pauses or syncope evident. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that during a routine follow up, this right atrial (ra) lead triggered a lead safety switch for high impedances out of range. The lead was tested in bipolar and impedances were within limits. The lead was reprogrammed to ra to bipolar permanently. Isometric testing revealed no changes in impedances. The patient underlying rhythm is complete heart block and is dependent in the ventricle. There was no syncope and no reports of any pauses greater than 3 seconds noted. No adverse patient effects were reported. This ra lead remains in service.